Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window. No cracks were noted on the display window.

Event description:
It was reported that the insulin pump had a crack on the screen after it had been bumped into a wall. The blood glucose reading was 166 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.